Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, high, out-of-range hv lead impedance was observed. The pocket was re-opened and the setscrew was tightened. Normal impedance measurements were observed after and the lead remains implanted. The patient received no complicates afterwards.